Event description:
During a pmi inspection it was found that the image intensifier (ii) guard on the 6600 system was cracked. It was also noted that the transport ring was worn. There was no report of patient injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Replaced the ii guard and transport ring. The system was tested are found to be working as intended and placed back into service.